Event description:
It was learned through implant patient registry and investigation that a patient with a 25mm 11060a aortic valved conduit (avc) was explanted after an implant duration of 9 months due to staphylococcus epidermidis endocarditis. The device was replaced with a 23mm 11060a avc. Per medical records, the patient presented with chest swelling and redness. CT chest showed fluid collection and small pseudoaneurysm of aortic root graft, blood cultures + for mrse bacteremia. He was taken urgently to or for endocarditis and redo avc. Intraoperative findings showed peri-annular abscess/dehiscence of the aortic root conduit with vegetation on the aortic leaflets. The avc was resected from the annulus, and a 23mm avc was implanted and secured with sutures manually tied. Tee showed the new valve was functioning properly without leak. The patient transferred to the ICU in critical but stable condition and discharged on pod #9.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 25mm 11060 aortic valve was explanted after an implant duration of 9 months due to unknown reason. The valve was replaced with a 23mm 11060a valve.